Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the ten infusion set cannula was bent. Within 3 hours of thigh and arms insertion customer noticed symptoms. At the time of issue blood glucose was between 300-400mg/dl additionally, location site was regularly rotated. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1877316 - device 3 of 10.